Event description:
On (B)(4) 2011, kci repair reported that there was no audible alarm coming from the unit. There was no reported injury with this device.

Manufacturer narrative:
It was confirmed that the audible alarm was not functioning. The unit was repaired by replacing the control module. In addition to the audible tone alarm there is also a visual alarm that is displayed on the touch screen to alert the pt and caregiver of a condition that has been detected.